Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited undersensing and capture was unable to be confirmed on the right atrial (ra) lead. As a result, there was a loss of av synchrony and reduced bi-ventricular pacing. Technical services (ts) was consulted and recommended reprogramming options. This ra lead remains in service and no adverse patient effects were reported.